Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had undergone a laparoscopic or robotic gastric bypass procedure . The circular stapler was used for the anastomosis. There were no issues with the stapler during the procedure. A leak test was performed during the case and again at follow up. Post operatively, the patient died. During examination, post deceased, the staples were still intact in the stomach. The medical examiner initially put 'anastomosis failure' as cause of death. The junction was completely separated at the time of the examination. However, may have been caused by digital trauma during the CPR process. Per chart: patient admitted due concern of incisional hematoma. Patient admitted and diagnostic procedure performed on (B)(6) 2017. Leak test performed, passed.